Event description:
Experiencing nightvision, low light vision problems after lasik. Experiencing dry eyes after lasik. For now it's been six months post op and my dry eye test is 1mm, before lasik it was 8mm. Cannot watch tv, cannot comfortably drive at dusk and night. I am posing danger to other drivers and to myself. Having anxiety and depression after lasik. Vision is hazy, fogy, blurry in low light conditions, or indoors, vision is only crisp outside in sunlight. I wasn't warned about complications, in this clinic I asked about halo glare prior to surgery, they said it goes away in one to three months. Nothing is still going away. I was operated on allegretto eye-q laser with lasik procedure, flap was cut with femtosecond laser. Wavefront optimized was performed. This is lowering my quality of life instead of making it better, 10 of us were on that surgery that day, I got into contact with two more persons from same surgery with same side effects and problems. Please do something about this procedure, it should not be legal if in this day and age it is unpredictable, it can ruin lives.